Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the titan was removed as it was too short for the patient due to incorrect dilating measurement. The reason for the implant was that the corpora were not fully dilated at the original time of the implant causing floppy glands. At the revision procedure, the device was removed and replaced. The explanted device was not faulty, as it was the incorrect size for the patient's anatomy.